Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "cf0b" error message. No add'l info regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.